Event description:
It was reported by service report that there was weld failure by the fowler ball screw and the fowler could not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: broken weld by the fowler ball screw.